Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level was 210 mg/dl. A system check was performed on the current supplies and the occlusion alarms were verified. Reportedly, the customer continued to use the pump for insulin therapy.